Event description:
Information received by medtronic indicated that the insulin pump was crack at the backside. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). S/w version = unknown. Retainer ring = black. Customer returned insulin pump for an alleged cosmetic damage (cracked backside of insulin pump) found on october 03, 2021. Insulin pump received with blank display. Insulin pump received with detached retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, force sensor, motor, harness assembly vibrator, and corroded battery tube.¿the original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and blank display noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and blank display noted. The following were noted during visual inspection: cracked battery tube threads, faded serial number label, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked case on display window corner, missing o-ring (reservoir tube), and broken battery tube threads. In summary, customer allegation for cosmetic damage (cracked backside of insulin pump) was confirmed during visual inspection where cracked case on corner of belt clip rails, cracked case on display window corner, and broken battery tube threads was noted. Blank display confirmed due to moisture damage on the electrical board 1, electrical board 2, harness assembly vibrator, and corroded battery tube. The insulin pump involved in this event is the ngp 640g insulin pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.